Event description:
"Subject was seen on (B)(6) 2023. Per the investigator, during the 1-year follow-up on (B)(6) 2022, there was evidence of a large type ii vs. Iii endoleak near the left limb of evar. Subject taken to or on (B)(6) 2023 for aortogram and selective sma and left colic artery angiogram which failed to demonstrate either a type iii endoleak from the left limb connection or type ii from the imva. No intervention was performed as it was not clear on multiple projections where the endoleak was emanating from. Subject had cta performed on (B)(6) 2023. Results for status post evar for infrarenal abdominal aortic aneurysm measuring up to 6.2 cm, unchanged compared to (B)(6) 2023 but increased since (B)(6) 2022 when it measured up to 5.8 cm. 2) persistent although decreased endoleak at the level of the aortoiliac bifurcation." Patient outcome - "per investigator, "discussed with patient and wife on (B)(6) 2023 that we were unsuccessful in finding a source of this endoleak. The plan is to wait for the final read from radiology on the endoleak and sac size to determine the interval to the next follow-up"."

Manufacturer narrative:
Section h6 medical device problem code has been updated following completion of the investigation. This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2023-00290, device 2 is being reported under MDR 2247858-2023-00291 and device 3 is being reported under MDR 2247858-2023-00292. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject was seen on 09/20/2023. Per the investigator, during the 1-year follow-up on (B)(6) 2022, there was evidence of a large type ii vs. Iii endoleak near the left limb of evar. Subject taken to operating room on (B)(6) 2023 for aortogram and selective sma and left colic artery angiogram which failed to demonstrate either a type iii endoleak from the left limb connection or type ii from the imva. No intervention was performed as it was not clear on multiple projections where the endoleak was emanating from. Subject had cta performed on 09/20/2023. Results for status post evar for infrarenal abdominal aortic aneurysm measuring up to 6.2 cm, unchanged compared to (B)(6) 2023 but increased since (B)(6) 2022 when it measured up to 5.8 cm. 2) persistent although decreased endoleak at the level of the aortoiliac bifurcation." Patient outcome - "per investigator, "discussed with patient and wife on 09/20/2023 that we were unsuccessful in finding a source of this endoleak. The plan is to wait for the final read from radiology on the endoleak and sac size to determine the interval to the next follow-up"."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2023-00290, device 2 is being reported under MDR 2247858-2023-00291 and device 3 is being reported under MDR 2247858-2023-00292. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.